Event description:
It was reported that the intra-aortic balloon was inserted prior to surgery in an 81 year old male pt in cardiogenic shock. The pt suffered a stroke during surgery and never regained consciousness. Sometime after surgery, blood was noted in the gas tubing. A decision was made to turn off the pump, but to leave the iab in placed until the next day when it was removed. No iab replacement was made due to the pt's deteriorating condition. The pt expired of causes unrelated to this incident.